Manufacturer narrative:
The system was reset and monitoring was continued. The company service representative made a record of the error logs and sent them to the factory for evaluation. Datascope research and development determined that the hard drive had failed. The company representative returned to the site and replaced the central. The system was tested to factory specifications. It functioned normally and was returned to use.

Event description:
The customer reported that while the panorama central station was in use monitoring patients along with telepacks, the central displayed a blue screen. No patient injury was reported.